Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose reading of almost 600 mg/dl, which was treated with a manual injection. The customer stated that the infusion set had failed and it went unnoticed because the sensor also stopped working. The customer's father stated that the infusion set cannula was not bent upon removal but he suspected that the cannula was bent under the customer's skin. The customer also observed a bent sensor cannula. The caller advised that the infusion set issues only happen once a year, so he was not concerned about troubleshooting for the matter. The caller was advised to monitor the insertion sites, since he had already performed a complete infusion set change. Nothing further reported.